Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The variax hand in screws can¿t lock with plate; more than 30 mins delayed to the surgery. The customers now are suspected with variax product¿s quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.

Manufacturer narrative:
The reported incident that 2.3x10mm locking screws,cross-pin,self-t was alleged of issue s-35 (no locking effect) could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by possible inadequate positioning / locking during screw insertion. The device inspection revealed the following: the threaded parts of the locking head show no damage, only slight wear. A plate has been used in order to test the locking possibility of the returned screw. The cross- pin of the screw head is still intact and screw could be locked and un-locked without any issues (screw head is nicely seated). Unfortunately the plate has been implanted and therefore could not be checked for its functionality. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax hand in screws can¿t lock with plate; more than 30 mins delayed to the surgery. The customers now are suspected with variax product¿s quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.